Manufacturer narrative:
It was reported that during deployment, the sheath was pulled past the deployment depth then quickly re-advanced back into the vessel. The post-closure angiogram showed occluded flow and extravasation at the access site. The IFU advises not to re-advance the manta closure & sheath deeper into the vessel if they are already past the deployment depth, and to remove the entire system and open a new device before continuing. It is possible this abrupt action may have caused a dissection. Moderate calcification was noted as being present proximal to the arteriotomy. It is also possible that the toggle caught a section of plaque while being re-inserted into the vessel, causing a dissection. Dissections are a common large bore procedure complication. The IFU precautions: "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The risk documentation was reviewed, and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history was reviewed, and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta instructions for use in step 4 states: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device. The procedure requirements in the instructions for use states activated clotting time (act) should be below 250 seconds prior to closure.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Ultrasound guided femoral access was in the right common femoral artery, which measured 5.9 mm in diameter and was noted to have moderate calcification proximal to the arteriotomy. Manta vascular closure device (manta) deployment depth was measured at 5.5 cm + 1.0 cm. The aortic valve was delivered via a 14f expandable I-sheath (unknown outer diameter.) When deploying manta, the operator pulled the sheath back to 6.0 cm then quickly advanced the sheath back into the vessel to the 6.5 cm mark. The physician commented that due to how the sheath expands, it leaves a sort of rippled surface along the length of the sheath, which may have been a possible contributor to the adverse event. Angiogram imaging revealed occlusive flow and extravasation at the manta site. A 7.0 mm balloon was positioned at the area of concern and inflated for two minutes. Another angiogram showed improvement of the blood flow and extravasation. The balloon was inflated once more for three minutes followed by manual compression. A final angiogram revealed good blood flow with little-to-no extravasation. The patient was reported to be "doing great."